Event description:
According to the facility, on 7/9/2025, "hole in plunger noticed while injecting" with syringe. "Partial amount of product was injected into port." Per the facility, "rn obtained a second syringe to complete the flush procedure" and patient is being monitored for infection.

Manufacturer narrative:
According to the facility, on 7/9/2025, "hole in plunger noticed while injecting" with syringe. "Partial amount of product was injected into port." Per the facility, "rn obtained a second syringe to complete the flush procedure" and patient is being monitored for infection. The product has been requested for evaluation. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.